Event description:
It was reported that during a da vinci-assisted surgical procedure, that the 30 degree endoscope kept spinning on its own. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that the issue occurred during a lower anterior colon resection and the procedure was completed with a backup. They did not have any patient demographic information.

Manufacturer narrative:
The 30 degree endoscope involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and found to have aea damaged or friction issue, laser marking on housing damage/markings on housing, desiccant container damage or loose desiccant balls, discoloration of housing, damage in the cable. The endoscope failed transmittance test. The complaint regarding image orientation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.